Manufacturer narrative:
Batch review performed on 17 january 2022. Lot 189745: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-feb-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional item involved in the event, batch review performed on 17 january 2022: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot. 175050 lot 175050: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 2022-sep-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 3 similar reported events.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. At 1 month after the primary surgery, the surgeon revised the glenosphere and liner and the surgery was completed successfully.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. At 1 month after the primary surgery, the surgeon revised the glenosphere and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 january 2022. Lot 189745: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-feb-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Additional item involved in the event, batch review performed on 17 january 2022: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot. 175050 lot 175050: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 2022-sep-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 3 similar reported events.